Manufacturer narrative:
Refer to regulatory report # 3004209178-2021-09811. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient responded back from follow up sent. Patient reported no changes were made they just started feeling like someone was stabbing them with a needle in different places around. If patient goes above 8 they feel like a needle is being lightly poked but then it starts getting sharper. Issue has not yet been resolved. Both boxes died and patient got them replaced. 2021-12-23 patltr (con) additional information received. Patient reported it has gotten worse. Patient has not idea what circumstances led to shocking butt cheek and indicated it started with pin/poke feeling and now it feels like box is ripping butt and back. Issue not resolved.

Event description:
Additional information received. Patient responded back from follow up sent. Patient reported no changes were made they just started feeling like someone was stabbing them with a needle in different places around. If patient goes above 8 they feel like a needle is being lightly poked but then it starts getting sharper. Issue has not yet been resolved. Both boxes died and patient got them replaced.

Manufacturer narrative:
H3: refer to regulatory report #3004209178-2021-09814. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. Product ID: 97715, serial# (B)(6), implanted: (B)(6) 2018, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97715, lot#, serial# (B)(4); implanted: (B)(6) 2018 explanted: product type implantable neurostimu lator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lumbar stimulator will shock them if they set the stimulation level above 8. Pt confirmed they don't feel the needle stabbing like shocks if the stimulator is off. Pt stated the shocking is felt in the butt cheek near the implant site. Pt stated they quit charging the stimulator. Pt stated no falls or trauma. Pt stated the hcp has done an x-ray but they haven't heard about anything since. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history including pt reported that their body "makes a lot of lesions and scar tissue".